Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. An attempt to scan and download the returned sensor was unsuccessful. The sensor was sent for further investigation and de-cased. Internal visual inspection was performed on the sensor's pcba (printed circuit board assembly) and burn marks to the antenna leg and inner shell casing was observed. Extended investigation has also been performed on the returned sensor. The returned sensor battery was observed to be unsoldered from the pcba. The burn damage prevented the sensor's data from being extracted and any further investigation could not be conducted, the returned battery, although unsoldered was found to be intact. The sensor battery voltage was measured at 0.35v, which was not within specification of (1.40v-1.98v). The battery could not have produced enough voltage to cause the observed burn damage. It has been determined that the sensor was subjected to external power during use. Therefore, the issue is not confirmed to due to a user issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported a scanning error message from their abbott diabetes care device. The product was returned and investigated for the error message, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There is no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.